Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a total knee procedure when the tip flew off. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Manufacturer narrative:
The device was not available for evaluation, therefore, the reported event was not confirmed. Not available for evaluation.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a total knee procedure when the tip flew off. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.